Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the personal therapy manager (ptm) exhibited an error code 8286 (empty reservoir) when attempting a bolus. The reporter did not hear an alarm at that time, and had a refill appointment later that week. The patient had an increase in pain. The reporter was redirected to their healthcare provider (hcp). The pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.